Manufacturer narrative:
Other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 26-mar-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a stroke was confirmed. Per the physician, the valve and implant procedure may have caused or contributed to the stroke. Anticoagulation medication was administered. It was noted the patient had a negative history of stroke or transient ischemic attack. On an unknown date, a retroperitoneal bleed involving the iliac artery was reported and, per the physician, may have been caused by the non-medtronic closure device. A stent was placed to address the bleed. Intubation was required and the patient was mildly responsive. On an unknown date following valve implant, the patient died. The cause of death was not received. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information was received which indicated that the patient died eleven days after valve implant. Per the physician, the cause of death was hypoxic respiratory failure. Per the physician, it was unknown if the death was related to the device. The weight was received and added. The date of death was received and added. If information is provided in the future, a supplemental report will be issued.